Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer changed the cartridge and infusion set to resolve the issue and resume insulin, with no further assistance necessary.